Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was released to the physician(s) and the patient was admitted overnight for observation. The following day, the original sample and a redraw were rerun on the same instrument and both resulted lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result .

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenance, replaced wash block, tested all aspirate and dispense operations, ran quality controls and all was within specification. The sample had been rerun on the same instrument and resulted as expected prior to service. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00316 was filed on july 19, 2013. Additional information (07/23/2013) : the corrected result of 0.05 (redraw) was reported out to the physician(s).

Manufacturer narrative:
The initial MDR 2432235-2013-00316 was filed on july 19, 2013. Additional information (07/29/2013) : a siemens global product support specialist has identified the cause of the discordant, falsely elevated troponin result to be a malfunction of the wash block.